Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), gastrointestinal disorder ("gastrointestinal problems"), bladder disorder ("bladder problem"), tooth disorder ("dental problems"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), migraine ("migraines"), anxiety ("anxiety"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), weight fluctuation ("abnormal weight changes"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections") and procedural pain ("suffering a painful post-operative recovery"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, gastrointestinal disorder, bladder disorder, tooth disorder, abdominal pain lower, dyspareunia, migraine, anxiety, back pain, abdominal pain, weight fluctuation, dysgeusia and vaginal infection outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, dysgeusia, dyspareunia, gastrointestinal disorder, menorrhagia, migraine, pelvic pain, procedural pain, tooth disorder, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient sought medical attention for her symptoms diagnostic results: on (B)(6) 2016 patient underwent hysterosalpingogram which confirmed full occlusion of fallopian tubes and successful placement of essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device; left ovary") and ovarian cyst ("ovarian cyst bilateral") in a 26-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, bacterial vaginosis, bladder infection and vaginal dryness. Concomitant products included cilest (sprintec) for fatigue, antibiotics for female sexual dysfunction, ibuprofen (motrin) since 2015 for urinary frequency, urinary urgency, micturition burning, fatigue, migraine and headache as well as clonidine since (B)(6) 2017, hydroxyzine hydrochloride (vistaril) since (B)(6) 2017, ibuprofen, mirtazapine (remeron) since (B)(6) 2017, quetiapine (seroquel) since (B)(6) 2017, sertraline (zoloft) since (B)(6) 2017 and tolterodine since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), migraine ("migraines"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea / menstrual pain"), ingrown hair ("hormonal changes describe: hair growth around chin"), fungal infection ("infection; yeast infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), ovulation pain ("mittelschmerz phenomenon"), the first episode of uterine enlargement ("uterine hypertrophy"), the first episode of dysgeusia ("metallic taste in mouth") and the second episode of uterine enlargement ("uterus abnormally enlarged"). On (B)(6) 2016, 1 month 5 days after insertion of essure, the patient experienced dysuria ("dysuria / urinary burning / urinary pain"), pollakiuria ("frequency of urine / urinary frequency") and micturition urgency ("bladder or urinary problems: urinary urgency"). On (B)(6) 2016, the patient experienced menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia) menometrorrhagia"). In (B)(6) 2016, the patient experienced weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("psychological or psychiatric problems; depression"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gastrointestinal problems"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), weight fluctuation ("abnormal weight changes "), the second episode of dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), procedural pain ("suffering a painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("pain when liffting or pulling"). The patient was treated with surgery (hysterectomy (full), salpingo-bilateral salpingectomy.), surgery (hysterectomy (full), salpingo-bilateral salpingectomy.) And surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, procedural pain, urinary tract infection and dysuria was resolving, the device dislocation, ovarian cyst, menorrhagia, gastrointestinal disorder, tooth disorder, abdominal pain lower, dyspareunia, migraine, anxiety, abdominal pain, weight fluctuation, the last episode of dysgeusia, vaginal infection, female sexual dysfunction, dysmenorrhoea, fatigue, ingrown hair, fungal infection, pollakiuria, headache, nausea, allergy to metals, depression, ovulation pain, the last episode of uterine enlargement, micturition urgency, menometrorrhagia and weight decreased outcome was unknown and the vaginal haemorrhage and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, ingrown hair, menometrorrhagia, menorrhagia, micturition urgency, migraine, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, pollakiuria, procedural pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, the first episode of dysgeusia, the first episode of uterine enlargement, the second episode of dysgeusia and the second episode of uterine enlargement to be related to essure. The reporter commented: patient sought medical attention for her symptoms. There were coils into the uterine cavity after removal of the insertion device. Surgery- cystoscopy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016 patient underwent hysterosalpingogram which confirmed full occlusion of fallopian tubes and successful placement of essure . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: micturition urgency, pollakiuria, dysuria, pelvic pain, urinary tract infection, dysuria, back pain, fungal infection, dysmenorrhea, ovulation pain, ovarian cyst, uterine enlargement. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device; left ovary") and ovarian cyst ("ovarian cyst bilateral") in a 26-year-old female patient who had essure (batch no. D14825) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, bacterial vaginosis, bladder infection and vaginal dryness. Concomitant products included cilest (sprintec) for fatigue, antibiotics for female sexual dysfunction, ibuprofen (motrin) since 2015 for urinary frequency, urinary urgency, micturition burning, fatigue, migraine and headache as well as clonidine since (B)(6) 2017, hydroxyzine hydrochloride (vistaril) since (B)(6) 2017, ibuprofen, mirtazapine (remeron) since (B)(6) 2017, quetiapine (seroquel) since (B)(6) 2017, sertraline (zoloft) since (B)(6) 2017 and tolterodine since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), migraine ("migraines"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("dysmenorrhea / menstrual pain"), ingrown hair ("hormonal changes describe: hair growth around chin"), fungal infection ("infection; yeast infection"), urinary tract infection ("urinary tract infection"), headache ("headaches"), ovulation pain ("mittelschmerz phenomenon"), the first episode of uterine enlargement ("uterine hypertrophy"), the first episode of dysgeusia ("metallic taste in mouth") and the second episode of uterine enlargement ("uterus abnormally enlarged"). On (B)(6) 2016, 1 month 5 days after insertion of essure, the patient experienced dysuria ("dysuria / urinary burning / urinary pain"), pollakiuria ("frequency of urine / urinary frequency") and micturition urgency ("bladder or urinary problems: urinary urgency"). On (B)(6) 2016, the patient experienced menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia) menometrorrhagia"). In (B)(6) 2016, the patient experienced weight decreased ("weight gain / loss (specify which one) weight loss"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("psychological or psychiatric problems; depression"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), gastrointestinal disorder ("gastrointestinal problems"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), weight fluctuation ("abnormal weight changes "), the second episode of dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), procedural pain ("suffering a painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("pain when liffting or pulling"). The patient was treated with surgery (hysterectomy (full), salpingo-bilateral salpingectomy.), surgery (hysterectomy (full), salpingo-bilateral salpingectomy.) And surgery (oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, procedural pain, urinary tract infection and dysuria was resolving, the device dislocation, ovarian cyst, menorrhagia, gastrointestinal disorder, tooth disorder, abdominal pain lower, dyspareunia, migraine, anxiety, abdominal pain, weight fluctuation, the last episode of dysgeusia, vaginal infection, female sexual dysfunction, dysmenorrhoea, fatigue, ingrown hair, fungal infection, pollakiuria, headache, nausea, allergy to metals, depression, ovulation pain, the last episode of uterine enlargement, micturition urgency, menometrorrhagia and weight decreased outcome was unknown and the vaginal haemorrhage and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, ingrown hair, menometrorrhagia, menorrhagia, micturition urgency, migraine, nausea, ovarian cyst, ovulation pain, pain in extremity, pelvic pain, pollakiuria, procedural pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, the first episode of dysgeusia, the first episode of uterine enlargement, the second episode of dysgeusia and the second episode of uterine enlargement to be related to essure. The reporter commented: patient sought medical attention for her symptoms. There were coils into the uterine cavity after removal of the insertion device. Surgery- cystoscopy was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . On (B)(6) 2016 patient underwent hysterosalpingogram which confirmed full occlusion of fallopian tubes and successful placement of essure . Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: micturition urgency, pollakiuria, dysuria, pelvic pain, urinary tract infection, dysuria, back pain, fungal infection, dysmenorrhea, ovulation pain, ovarian cyst, uterine enlargement. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), apareunia, dysmenorrhea, fatigue, hair growth around chin, infection; yeast infection, urinary tract infection, dysuria, frequency of urine, headaches, migration of essure device; left ovary, nausea, nickel allergy,psychological or psychiatric problems; depression, other; ovarian cyst bilateral, mittelschmerz phenomenon, uterine hypertrophy, metallic taste in mouth, uterus abnormally enlarged, weight loss. Outcome of event pelvic pain, back pain were update. Date explanted were update. Onset date of event abdominal pain, back pain, tooth disorder, migraine, weight fluctuation, anxiety were update. Concomitant disease and drug, plaintiff name were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.